Manufacturer narrative:
G5. PMA/510k info:k111860, k130470. H6. Investigation summary: a complaint of "door spring" was received against instrument max clinical material number: 441916, serial number: (B)(6). A bd field service engineer (fse) was dispatched. The fse was replaced the gas spring and reattached the door to the instrument, thus the issue was resolved. Instrument was found to be functional and released to the customer for regular use. This complaint is a confirmed failure of the bd product based on the service investigation. The root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument ct2497, is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint. H3: see h.10.

Event description:
It was reported that the door springs on the bd max¿ system, bd max¿ instrument failed. The door will not stay open, there were no injuries reported. The following information was provided by the initial reporter: customer stated this morning the door spring on their max failed. They heard a sound and now it does not stay open anymore unless the door is opened all of the way. This does pose a safety hazard as the door can fall shut. Customer has not had issues so far as door stays open when opening it all of the way.

Manufacturer narrative:
H.6 investigation summary: complaint of "door spring" was received against instrument max clinical material number: 441916, serial number: (B)(6). A bd field service engineer (fse) was dispatched. The fse was replaced the gas spring and reattached the door to the instrument, thus the issue was resolved. Instrument was found to be functional and released to the customer for regular use. This complaint is a confirmed failure of the bd product based on the service investigation. The root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h.10.

Event description:
It was reported that the door springs on the bd max¿ system, bd max¿ instrument failed. The door will not stay open, there were no injuries reported. The following information was provided by the initial reporter: customer stated this morning the door spring on their max failed. They heard a sound and now it does not stay open anymore unless the door is opened all of the way. This does pose a safety hazard as the door can fall shut. Customer has not had issues so far as door stays open when opening it all of the way.